Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's atty that the plaintiff allegedly experienced severe and permanent pain, suffering, disability, impairment, emotional distress and product problem. It was additionally reported that the plaintiff died on (B)(6) 2014. The cause of death was reported as cardiopulmonary arrest, gi bleed, hypertension and reflux.